Event description:
It was reported by the customer that the safety switch of the handpiece was not working correctly. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated, which revealed the handswitch was allowed to move back and thus activate the device in safe mode.